Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implantation of an lps knee prosthesis: xsm femur and femor lps + 10 mm adapter (ref without intraoperative complication. Detection in consultation of a rotation disorder of the femur, which was not present on the intraoperative pictures related to a mismatch of the morse cone (either between the sleeve and the adapter or between the adapter and the femur). Major rotation disorder in external rotation of the femur with severe alteration of the flexion axis of the leg. Surgical revision for replacement of adapter and femoral implant (same manufacturer, same sizes). No intraoperative complications.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Concomitant if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
A. Can you confirm the primary surgery date or the original implantation date? (B)(6) 2022 b. What is the affected side: right c. Was there a surgical delay? If yes, what was the duration of the delay? No delay during the initial surgery.